Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system station offline. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station offline. A technical support specialist troubleshot the device and identified that an ongoing migration at the customer site was causing intermittent station offline issues. Multiple follow-ups were sent with no response from the customer. Case was closed. So, the technical support specialist has proceeded to closed the case.